Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip g3 were reported in a research article in a subject population with multiple co-morbidities including degenerative mitral regurgitation, hypertension, coronary artery disease, atrial fibrillation, heart failure, diabetes, chronic lung disease, renal insufficiency, hypertrophic cardiomyopathy, prior malignant tumor surgery, prior open heart surgery, prior surgical valve repair, prior transcatheter valve repair, aortic valve regurgitation, tricuspid valve regurgitation, mitral annular calcification, pulmonary artery hypertension, leaflet flail, leaflet prolapse. Complications reported included single leaflet device attachment (slda), pericardial effusion, death, surgical intervention, cardiac tamponade, cardiogenic shock, heart failure, recurrent mr, hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: article title: comparative analysis of central and noncentral degenerative mitral regurgitation (dmr) treated with transcatheter mitral valve edge-to-edge repair (teer).

Event description:
The article "comparative analysis of central and noncentral degenerative mitral regurgitation (dmr) treated with transcatheter mitral valve edge-to-edge repair (teer)" was reviewed. The article presented a retrospective single center study, to evaluate procedural outcomes and prognosis between noncentral dmr patients, outside clinical trial anatomical criteria, and central dmr patients undergoing m-teer. Devices mentioned include mitraclip g3. The article concluded that noncentral dmr patients undergoing m-teer achieve similar procedural success rates without increased risk of complications compared to central dmr patients. [The primary author and corresponding author was shouzheng wang at china & fuwai hospital, chinese academy of medical sciences & peking union medical college, beijing, china with corresponding email wsz911@163.com. ] the time frame of the study was january 2021 to february 2024. A total of 136 patients were included in this study, of which all received an abbott device. The average age was 69 and the majority gender was male. Comorbidities included degenerative mitral regurgitation, hypertension, coronary artery disease, atrial fibrillation, heart failure, diabetes, chronic lung disease, renal insufficiency, hypertrophic cardiomyopathy, prior malignant tumor surgery, prior open-heart surgery, prior surgical valve repair, prior transcatheter valve repair, aortic valve regurgitation, tricuspid valve regurgitation, mitral annular calcification, pulmonary artery hypertension, leaflet flail, leaflet prolapse. Peri and post-procedural complications included single leaflet device attachment (slda), pericardial effusion, death, surgical intervention, cardiac tamponade, cardiogenic shock, heart failure, recurrent mr, hospitalization.